Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of allegation of nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease, other and breathing problems. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of allegation of nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease, other and breathing problems. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of visible foam particles was found. The technician confirmed that there were no particles in the air path. No secondary findings were reported during the evaluation, and one error code was found. The third-party service center concludes that they couldn't confirm the customer's allegation, and the unit was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The problem code grid, evaluation method code, evaluation result code, and conclusion code have been updated.